Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported this was a closure using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. Upon deployment of the third prostyle device, the guide broke but the device was held together by the actuator wire. A cut down was performed to retrieve the third device and close. The patient required extended hospital stay due to blood loss (half a liter). There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from yes to no.